Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass - "physician attempted to insert trocar into patient and noticed the tip of the trocar was bent." Patient status: good.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the tip of the obturator was broken off; the tip was not included. Four sharp corners were noted at the shear surface of the broken obturator tip. The breakage may have been the result of inserting the obturator at a constant angle that caused the obturator to bend until it permanently fractured and sheared; however, the exact root cause of this incident is unknown. The applied medical instructions for use (IFU) states, "under direct vision, advance the system through the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." This document represents our final report.